Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A lot number was not reported, so a batch review cannot be conducted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
Baxter (B)(6) received a report for one (1) infusor device which interrupted delivery during patient use at the hospital. Flow of medication was observed at the beginning therapy, but the delivery stopped prematurely. There was patient involvement but no patient injury and medical intervention. The device was filled with ropivacaine hydrochloride hydrate. No additional information.